Event description:
The customer's mother stated, that the customer was hospitalized for diabetic ketoacidosis. The mother reported a blood glucose reading of 341 mg/dl during the phone call. Troubleshooting was performed and the insulin pump was programmed correctly. The prime test was performed and the mother stated, she didn't see very much insulin coming out. The customer was uncomfortable with the insulin pump and wanted it replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further info will follow, once the analysis has been completed. No conclusion can be drawn at this time.